Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the medications were not showing as stockouts on the stockout report. A technical support specialist (tss) checked the medication identification backorder, found it was unreleased, and it required to be released as the stock returned after a long gap. The tss confirmed that the issue was resolved, and the item appeared in stockout/critical low reports. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the medications were not showing in stock on the stockout report. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.